Event description:
The customer reported the oes elite 4mm hd telescope parts broke off inside the patient. It was also reported the event occurred during reprocessing and there was no patient involvement. Additional information has been requested to clarify this event. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Information has been requested but unknown at this time. The device was returned for evaluation, however inspection has not yet begun. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The following sections were updated. Correction to.

Event description:
It was further reported that no parts broke off inside the patient. The part was found after the procedure and it was cleaned and inspected by a staff member. The therapeutic cystoscopy procedure was successfully completed. There was no patient involvement, no harm or user injury reported due to the event.